Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose, diabetic ketoacidosis and dehydration on (B)(6) 2020 with blood glucose of 598 mg/dl. Customer was in intensive care unit. Customer was treated with intravenous insulin. Customer experienced symptoms such as vomiting. Insulin pump had insulin pump error during self test. It was reported customer was able to rewind the insulin pump. Belt clip was broken. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.